Manufacturer narrative:
It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00453. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the field service engineer (fse) on behalf of the customer, indicating the v60 had a proxy sensor problem. The fse requested to order data acquisition printed circuit board assembly (da pcba) and a solenoid valve for the repair. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.